Event description:
The complainant reported that a 56 year old male patient was implanted with an impella cp. While on support, the patient experienced some bleeding and hematoma at the insertion site but was manageable due to an unspecified intervention. No other information was provided, however the impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D5 operator of device was inadvertently omitted on the initial manufacturer device report number. F6/f8-should have been left blank on the initial manufacturer device report number in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G2 report source; foreign was missing from manufacturer device report h6 component code revised from the initial submission in accordance with updated procedures.